Manufacturer narrative:
Pump user guides state ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and sure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Reportedly, customer did not practice proper air removal technique. The customer¿s blood glucose level reached 190-200 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.